Event description:
Allegedly pt had a hip revision surgery at some point in time utilizing a profemur(r) r stem and conserve(r) cup coupled with a bfh (mom) head. Pt became symptomatic and surgeon believes it was do to mom bearing. Conserve(r) cup was explanted and replaced with a zimmer tm cup with poly liner. Modular neck and bfh head were removed and replaced with a new titanium neck and ceramic femoral head.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00003, 00005.